Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door 2 failed. A field service engineer applied conductive grease on tower door latches to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system sk.ermain tower door 2 failed. The customer stated that they used the other pyxis to retrieve the medications for patients and no delay in accessing medication. There were no adverse events or injuries reported based on this event.